Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received that product analysis was completed on the handheld and flashcard. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that handheld was unable to charge the main battery. The cause for the anomaly is associated with broken solder connections on the handheld main board. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Event description:
It was initially reported that a company representative¿s handheld was not holding a change. The handheld was left plugged in overnight and when he went to use it died. The handheld and flashcard were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed.